Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
Patient weight updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient¿s ins recharger would not take a charge, which was confirmed by trying two desktop chargers with co nnector pins that were okay. The patient¿s ins was discharged and the patient had a return of tremor symptoms. A manufacturing representative gave the patient a new recharger, and will send the old on in for repair. No complications or further complications were r eported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.